Event description:
It was reported that system was taken out but a part of the lead was left in. The health care provider indicated that according to the CT scan she could see 3 pieces of metal. It was reported 2 days later that lead was lead was abandoned. No further information was reported. Further follow up is being conducted to obtain additional information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va03e5d, implanted: (B)(6) 2012, product type: lead. Product ID: 3889-28, lot# va03e5d, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va03e5d, implanted: (B)(6) 2012, product type: lead. (B)(4).